Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient that the transmitter reached its end of life without warning on (B)(6) 2016. No injury or medical intervention was reported.